Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the pusher wire were returned. The main coil was bent and stretched at the coil arm, primary coil and zap tip section. The pusher wire was kinked and detached at the heat shrink tfe tubing. The introducer sheath was kinked. Dimensional inspection was performed, and the main coil's coil arm outer diameter (od), zap tip od and primary coil od passed the specification test. Additionally, the pusher wire distal solder joint od, mid solder joint od, distal tfe od and proximal tfe also passed the specification test.

Event description:
Reportable based on device analysis completed on 16may2025. It was reported that the coil could not be deployed. A 22mm x 60cm 2d interlock coil was delivered through stc microcatheter for splenic aneurysm procedure. However, the coil could not be completely deployed. The physician tried to withdraw and deploy it again for many attempts, but still could not be deployed. The heparin saline was dripped continuously, and then the procedure was completed with a different coil. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed the pusher wire was detached.